Manufacturer narrative:
UDI number: (B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detached in the microcatheter during coiling treatment of saccular, posterior cerebral artery aneurysm. The physician removed coil from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation of premature detachment was not confirmed. As received, the implant coil was found damage within introducer sheath but still attached to the pushwire. Since the coil still attached to the pushwire, the reported "premature detachment" event was not confirmed. The tack weld replacement (trw) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The axium coil was removed from the introducer sheath for further evaluation. Additionally, the axium coil was found to be damaged and stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. Attempts were made to obtain clarification from the original complaint, however, no additional information was provided.